Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (deployment difficulty); lack of information (unknown cause of device break). Conclusion: lack of information (unknown cause of device break).

Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately six weeks ago. Aneurysm and vessel morphology were not reported. It was reported that the delivery system was inserted into the patient without difficulty. The physician did not have to use greater than anticipated force to deploy the stent graft. The stent graft was deployed to the level of the contralateral gate. At this time the physician wanted to deploy the suprarenal stents and noted that the screw part of the delivery system, proximal to the thumb wheel on the delivery system handle was broken. The physician placed the broken screw part of the handle together and deployed the suprarenal stents, then retracted the nosecone into the outer sheath and removed the delivery system. There were no difficulties retracting the nosecone into the outer sheath and no accessory devices were used. No clinical sequelae were reported and the patient is fine. There was no damage to the shipping box and no damage to the packaging.

Event description:
The device was returned and its evaluation has been completed. The device was bloody. The stent graft was not returned as it was deployed in the case. The backend screwgear was broken off at the junction of the thumb wheel screwgear threading and the rear grip handle. The inner member was intact at the break junction. There was a severe kink on the graft cover at 1cm from the edge of graft cover with corresponding kink on the spindle tubing. The cause of the kink is unknown and possibly due to the return packaging. The external slider was retracted 2mm. The deployment difficulties was confirmed as the backend screwgear was broken. Evaluation of the returned delivery system could not conclusively determine the root cause. There were no manufacturing anomalies. Handling during the case might have been a factor but could not be confirmed.

Manufacturer narrative:
(B)(4).